Event description:
It was reported that bd nexiva single port leaked. The following information was provided by the initial reporter: this is a closed intravenous line (IV) catheter system that was utilized to start an IV on a patient. Once the IV was in place it was noted that blood and fluid were leaking from the hub. Another registered nurse (rn) came to troubleshoot the issue, and she was able to pull air back, which indicated to her that the closed system malfunctioned. The IV was removed immediately. No harm to the patient occurred.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional information: 1. Please confirm whether leakage had occurred in catheter junction/hub? 2. Blood flow or fluid flow out of septum? Was there any septum damage? What I learned today was that where the needle pulls out of the hub is supposed to have a valve in it to prevent back flow of blood. This was not working as intended and blood came out of the hub.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383519 and lot number 4059671. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.